Event description:
The ge oec 9800 fluoroscopy system would display a communication failure when cine acquisition was used.

Manufacturer narrative:
A ge oec service rep investigated the issue and issues with the cine drive and cine bridge pcb. The cine bridge was re-seated and the cine drive was re-formatted and re-seated and the cine drive was re-formatted and re-seated in the back plane to restore proper function. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.